Event description:
It was reported that the leak had been recognized by the anesthesia attending when priming the cadd (continuous ambulatory drug delivery). New tubing was provided. The date of report was on (B)(6) 2025. A patient detail was provided. Patient was a female. There was no patient involvement.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.